Event description:
It was reported that this pacemaker showed an event were noisy signals were oversensed. There was no malfunction related to the system leads. These leads were unipolar. A new system was implanted on the opposite side without any problems. The existing system was not removed and remains implanted. The sense and pace rate was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.